Manufacturer narrative:
Correction to block b5: edit to describe event or problem. Device technical analysis: the ipg involved in this complaint remains implanted in the patient and will not be returned for analysis; therefore, a technical analysis could not be performed. However, engineering analysis of data downloaded from the ipg was conducted. The data revealed intermittent charger to ipg coupling, indicative of the patient not using optimal technique when charging the device. Analysis confirmed that the ipg was operating as expected. The boston scientific representative was notified of the data analysis results and will instruct the patient on using appropriate charging techniques. Investigation conclusion: based on all available information, engineers determined that the patient experienced discomfort due to the location of the ipg and the difficulties with charging the ipg were related to the patient not using optimal charging techniques. It was confirmed that the ipg was operating normally. The clinical observations are well-known to occur when implanting an ipg as part of a system to deliver spinal cord stimulation and documented in product labeling.

Event description:
It was reported that the patient implanted with this implantable pulse generator ipg system was experiencing discomfort due to the location of the device. The patient was also having difficulty charging the ipg. The patient underwent a pocket revision and the ipg was successfully relocated. Following the procedure, the patient was noted to be doing well. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the exact date of the revision and implant procedure.

Manufacturer narrative:
(B)(4). Date of event - approximately between (B)(6) 2020 - (B)(6) 2020. Exact date is unknown.

Event description:
It was reported that the patient implanted with this implantable pulse generator ipg system was experiencing discomfort due to the location of the device and was having difficulty charging. The patient underwent a pocket revision to relocate the ipg. Following the procedure the patient was noted to be doing well. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the exact date of the revision and implant procedure.